Event description:
It was reported by the drs office that a dental assistant was sitting on a stool when the body support bolt broke. The assistant fell on the pt and then fell into the floor. There were no injuries reported. This stool has been repaired and is now working according to specs.